Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. It was reported that the wife of a patient expressed concern that their durable medical equipment (dme) provider had not contacted them about the recall. The patient, who has been using the CPAP device for over four years, was diagnosed with parkinson¿s disease in (B)(6) 2024. His wife is worried that toxins released from the affected device could have contributed to his condition. She mentioned plans to discuss with the neurologist whether the foam degradation in the device could have played a role in the diagnosis. The patient is currently on medication and receives homecare services. He experiences tremors, shakiness, difficulty walking, and uses a walker and nurse for assistance. The device is cleaned using hot water and soap, with no disinfectants or chemicals used, though the frequency of cleaning is unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. It was reported that the wife of a patient expressed concern that their durable medical equipment (dme) provider had not contacted them about the recall. The patient, who had been using the CPAP device for over four years, was diagnosed with parkinson¿s disease in november 2024. His wife was worried that toxins released from the affected device could have contributed to his condition. She mentioned plans to discuss with the neurologist whether the foam degradation in the device could have played a role in the diagnosis. The patient is currently on medication and receives homecare services. He experiences tremors, shakiness, difficulty walking, and uses a walker and nurse for assistance. The device is cleaned using hot water and soap, with no disinfectants or chemicals used, though the frequency of cleaning is unknown. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.